Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. All systems were found to function as expected. The system then passed the system checkout and was found to be fully functional. Because the issue was reported to reoccur, a camera cable was sent for replacement. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera cable was damaged. Site reported that the camera is also cycling. It was noted that at a later point in time, the camera continued to cycle. The camera cable was then replaced. There was no patient present when this issue was observed.

Manufacturer narrative:
Added UDI#. Added manufacture date.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the polaris spectra system control unit (scu) to positioning sensor unit (psu) cable was replaced. The system then passed the system checkout and was found to be fully functional.